Event description:
As reported by our affiliate in the (B)(6), a 26mm edwards sapien 3 ultra valve was implanted in the aortic position by the transapical approach. During valve deployment, the certitude delivery system balloon burst when at full inflation. Despite the balloon burst, the valve was implanted with only mild paravalvular leak (pvl) and determined to be acceptable. The certitude delivery system was removed, together with the sheath, without causing an injury. The patient's hemodynamics were stable and no other consequence for the patient were reported. The native annular dimeter measured 566mm. Severe valvular calcification was reported. Per medical opinion, the possible root cause for the balloon burst was the severe calcification.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Update to d9 (device availability), h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 26mm certitude delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the inflation balloon burst radially and longitudinally, and no balloon material appears to be missing. Functional testing was not able to be performed due to nature of the returned device (balloon burst). Dimensional testing was performed on the inflation balloon single wall thickness of the edges along the burst balloon and found to be within specification. During the manufacturing process, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented by edwards lifesciences for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per complaint description, 'during valve deployment, the certitude delivery system balloon burst at full inflation.' Furthermore, as per medical opinion, the 'possible root cause for the balloon burst was severe calcification.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the case notes revealed that an additional volume of 2 ccs were added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Control limits are managed and assessed through. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.